Event description:
It was reported that the catheter broke 7 months prior to (B)(6) 2013. The patient ¿can't do dyes and it makes diagnosing catheter/pump problems difficult¿. The catheter was revised. The device system was delivering bupivacaine, baclofen, and dilaudid. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).